Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment driver device fell apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: upon evaluation of the returned device, it was determined that a cutter device was stuck inside this device. Therefore, this is report 1 of 2 for the same event. The cutter device has been added in the concomitant section. The actual device was returned for evaluation. Reliability engineering evaluated the device and the device fell apart was not confirmed. The device was examined and it was observed that a piece of broken cutter was stuck inside. The device was taken apart and it was noted that the cutter lock spindle (44-0423) flat is worn unknown cutter spun, galled and became stuck which caused the failure. The root cause of the failure had been worn components caused by exposure to organic debris and materials which led to corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.